Event description:
While navigating during a superdimension procedure, a site reported an issue with a catheter. The physician pulled the catheter from the scope and the tip of the catheter fell into the physician's hand. The site verified with fluoroscopy there was nothing left behind in the patient and there was no report of patient injury, death or other adverse event.

Manufacturer narrative:
Evaluation of the locatable guide found that the tip was not secured during construction of the device. An internal corrective action has been initiated.